Event description:
It was reported that the customer was experiencing low blood glucose. The reported blood glucose reading was 107mg/dl at the time of the report. Troubleshooting was performed. It was reported that the insulin pump alarmed motor error. The insulin pump was not reading the reservoir volume correctly. The displacement test failed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.